Event description:
It was reported that the patient with this inflatable penile prosthesis was dissatisfied with the reservoir placement as it was herniating and could be seen. The physician removed the reservoir only and placed the new reservoir deeper in the body. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
A3a. Sex updated a3b. Gender updated b7. Other relevant history updated the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis was dissatisfied with the reservoir placement as it was herniating and could be seen. The physician removed the reservoir only and placed the new reservoir deeper in the body. There were no patient complications reported.